Event description:
Customer said card has been reading 0% since (B)(6) 2026. They have not been able to run any samples since (B)(6) 2026 and did not have a backup sensor card. A patient was rerouted because the sensor card could not be brought up to use or replaced.

Manufacturer narrative:
To date, product has not been returned to nova biomedical but testing of retained sensor cards will be completed. A supplemental report will be submitted once testing is completed. Nova will continue to monitor for this or similar events.